Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): summary of root cause analysis: received 2 pictures of used capillary hub of introcan safety pur 20g, 1.1x32mm-ap. From the observation on the received picture the used capillary hub have shorter length of the capillary. The torn off part of capillary cannot be seen in the picture and the surface of the torn off areas was not visible. Since no sample was returned, investigation will be conducted based on photo received. Conclusion: the in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated. Beside the automated 100% in-line test equipment, independent in-process quality controls and final controls on a random sample basis will be conducted by different teams on a regular basis within the production process. Herewith a systematic product defect would be detected. Tear off capillary most likely not appear to be attributed by manufacturing process as the defect is able to be detected and rejected by the in-line vision system. Damages induced after assembly process is not possible since the catheter had been protected with protective cap. Based on the investigation above and from the customer description, this defect is believed to be caused possibly by reinserting the cannula into capillary which lead to the capillary being pierced and later got tear off during withdrawal. As communicated in IFU, warning section stated that: after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. Do not bend the catheter/needle during insertion, advancement, or removal of the needle. Extreme care should be taken not to cut the catheter and possibly cause an embolism. In the case of an unsuccessful IV start, remove the needle first to activate safety mechanism, then remove catheter from patient and discard both. Cause: defect due to wrong handling (referring to application error or off-label use). Device history record (DHR): reviewed the device history record for batch number 20e13g8301 and there were no defect encountered during in process and final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): cannula tip insitu.